Manufacturer narrative:
Reviewed device history records. Device manufactured to applicable specifications. No manufacturing defects, signs or excessive wear, or inclusions that would cause this failure were observed. The features of the fracture indicate a failure due to an excessive torsional loading condition. The fracture features were characteristic of a failure in torsion as the fracture is not angled and appears flat. No indications or pre-existing cracks or significant material anomalies were observed for any of the fractures. Excessive torsional force was applied to the fixation pin which exceeded the instrument's strength resulting in breakage. This is the final report that will be submitted associated with the incident and device. No additional action is required at this time.

Event description:
During surgery fixation pin broke below the insertion shaft. The broken piece was removed from the surgical site.